Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to observe drops exiting from the end of the tubing when performing the fill tubing step of the load process. Reportedly, a cartridge change was performed; however, the customer was unable to observe any drops of insulin. Blood glucose level was 258 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.